Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up on 7-dec-2022 and obtained the following additional information: the surgeon said that she did not convert the procedure to laparoscopic, as initially reported, but completed the procedure with two robotic arms. Arm2 was undocked and the procedure completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse tested the system with training instruments and there was no problem found. The fse suspects the instrument caused the problem. The system was tested and verified as ready for use. Verification of the event details was performed. Per review, the following was confirmed: a prostatectomy - radical w/o lymphadenectomy was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer aborted/converted after the start of the procedure due to a system error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, error 282 occurred indicating tool invalid. The procedure was converted to traditional laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure was converted to traditional laparoscopic surgery. The customer did not follow my instructions over the phone to resolve the issue, and the field service engineer (fse) was dispatched to the site in order to resolve the error. By the time she arrived 30mins later, the patient had been moved out to another surgical theatre and the system had been restarted. The error was not present anymore and the fse did a system check and test drive, without any errors recurring.